Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was unknown mg/dl. Explained alarm to the customer. The customer stated reservoir and tube were not in use before. The customer was told to remove set from pump. The customer was asked to check reservoir septum and p-cap needle. The customer stated tube can't be filled manually. The customer was asked to change catheter. The customer stated again no delivery alarm during manual prime.